Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. (B)(6).

Event description:
Information was received based on review of a journal article titled ¿does immediate elbow mobilization after distal biceps tendon repair carry the risk of wound breakdown, failure of repair, or patient dissatisfaction?¿ which aimed to assess whether two week immobilization after distal bicep repair is a necessary part of rehabilitation. The study followed 20 patients (22 bicep tendon repairs) performed between september 2012 and october 2014. One patient was identified in the article that underwent distal bicep tendon repair and subsequently experienced subjective brachioradialis tightness, which improved with patient sourced acupuncture.